Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024. And therefore,an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 80-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the automated impella controller (aic) had impella connect issues. The hospital's wi-fi in the ICU was weak and periodically disconnected. The case may have been offline for more than 4 hours and then the wi-fi reconnected and impella connect judged the case to be new. It was at this point that a data streaming failure occurred, where the case was displayed on the portal site, but there was no digital data populating the case tile and no prospective logging of alerts / alarms. The data streaming failure was confirmed by admin diagnostic page. No known patient harm or injury.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ other has been completed. Based on clinical details and data logs, the root cause of aic not shutting down correctly was identified as a software anomaly. D2 common device name revised on manufacturer device report 1220648-2024-11421 in accordance with updated procedures. D4 model number corrected and revised on manufacturer device report 1220648-2024-11421. F6/f8-should have been left blank on manufacturer device report 1220648-2024-11421. G1 reporting contact email revised on manufacturer device report 1220648-2024-11421 in accordance with updated procedures.